Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/1/2024, it was reported by an arthrex subsidiary employee via email that an ar-2324bcc biocomposite swivelock eyelet was detached from the shaft. It was attempted to reload the eyelet back on the swivelock but the anchor ended up detaching from the shaft and falling on the ground. This was discovered upon opening the package during an rcr procedure on (B)(6) 2024. The case was completed using another ar-2324bcc biocomposite swivelock.

Manufacturer narrative:
The complaint is confirmed. However, the allegation that this happened upon opening the box cannot be verified due to the lack of photos taken of the device inside the sealed package. One unpackaged, ar-2324bcc, serial/batch (B)(6), was received for investigation. Upon visual evaluation, it was noted that the anchor was not returned, and the system was disassembled. No other visible damage was noted on the exterior of the device. The most likely cause of the reported failure can be attributed to misuse/mishandling due to damage to the device.